Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clear fiber about ¼ of an inch long was identified in an intravia container after adding normal saline. The bag had been filled with saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The user reported ¿a 16g or 18g needle was used to admix this fluid.¿ the device was received for evaluation. During visual examination, one colorless particle was visible within the intravia container. Stereo microscopic examination revealed the isolated material consisted of one colorless, striated particle. Chemical characterization using attenuated total reflection (atr) spectroscopy determined the particle was consistent with pvc. A small section of the interior port was also characterized using atr spectroscopy and it was also consistent with pvc. The reported issue was verified. The cause of the event was determined to be a user error. User errors and proper user instructions are addressed in the user guide directions. The user guide states the needle must be 19 to 22 gauge. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.